Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience an unspecified alarm stating that the cartridge needed to be changed. There was no reported impact to customer's blood glucose. Customer reloaded cartridge to resolve the issue.